Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
The affiliate reported that this is an additional complaint to which was previously reported ((B)(4)). The patient visited the hospital to reprogram the shunt and there were some problems. The flow rate was successful but the shunt pressure goes down from 180mm h2o to 170mm h2o and again to 160mm h2o. There are corresponding respective x-ray images which show the shunt pressure changed as time goes by. The flow rate was successfully set back to 180mm h2o. The hcp is waiting to see what will happen. The patient has been hospitalized since last november so there is no doubt about magnetic hindrances. The only doubt is that the patient layed on an electric jade mat for some time. However, after hospitalization, he never used the mat again. The device is still implanted.